Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
It was reported that the device failed during use. It was reported that the patient was near apnea but did not experience any injury.

Manufacturer narrative:
The investigation is based on the provided logfile and the reproduction of the issue in the laboratory. As the provided user logfile did not contain anymore the data of the date of event the issue was reconstructed in the laboratory based on the description of event. It was found that the described issue of a ventilation stop with no alarm generated has to be due to a discharged battery. In case the battery charge has fallen below 50 % the low priority alarm "battery low !" Is generated. In case the battery charge has fallen below 30 % the high priority alarm "battery low !!!" Is generated. According to specification the carina than continues operation for at least 5 more minutes. When the battery is discharged, the carina switches over to standby mode by generating the audible and visible alarm "battery empty". In standby mode the carina monitors the patients respiratory efforts and switches to a ventilating mode in case it is demanded by the patient. However in this case this was not possible due to the depleted battery. There was no technical error found in the error logbook. It was concluded that the carina reacted as specified.

Event description:
Please refer to the initial-report.